Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. There was no button error alarm noted during testing. The pump was received with cracked case at display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 48mg/dl. The customer states the pump was exposed to sweat. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.